Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve laparoscopic procedure, the device had poor staple formation. The case was completed using manual suturing.